Event description:
It was reported to philips that one of the system's cmos batteries was not working, which can impact booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the cmos battery failed. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found problem with hard disk and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the cmos battery was not working checked and found not proper. To resolve the issue, the fse replaced the cmos battery. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.